Manufacturer narrative:
Concomitant medical products: 559453 lead. Implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that several months ago, the right ventricular (rv) lead has possible oversensing with short v-v intervals noted. The lead remains in use. No patient complications have been reported as a result of this event.